Event description:
The pt's mother called in says her adult daughter had a lens that was stuck to her o.d, when finally removed the lens she suffered a torn cornea which resulted in an eye infection. She states that dr says it will be 3-6 months before the eye infection clears and once this clears the pt will need a corneal transplant. No lot numbers were provided. The reporter did not leave contact phone for herself other than her adult daughter's info. Several attempts to contact the pt for more info were made with no reply to date. This is being filed as an unconfirmed infection and torn cornea.

Manufacturer narrative:
This is being filed as an unconfirmed infection and torn cornea. A review of the complaint history record for this product did not establish any conclusive evidence that the device could have caused or contributed to the event. There is no direct causal relationship established between the medical device and the incident the pt complains of. No conclusions can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.